Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02013 (submitted to the FDA via catsweb). This additional regulatory report decision (arrd) has been created to submit additional information related to completion of the complaint investigation. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 1 year and 3 months (calculated from the date the mobile power unit was purchased by the center.) The reported event of low voltage alarms was confirmed based on the information recorded in the provided log file. The log file contained events recorded from (B)(6) to (B)(6) 2017. The information recorded on (B)(6) at 22:05 revealed that the system controller was disconnected from 14v batteries and connected to a mpu. Approximately 5 minutes later there was a low voltage advisory alarm recorded associated with both rsoc levels simultaneously decreased to ~1.5v from the expected ~12volts while connected to the mpu. This series of events typically indicates the power cables were incorrectly connected to the opposite connectors (black to white, white to black). The next entries indicated that the white power cable was disconnected and reconnected and then the system controller was connected to 14v batteries and the alarm cleared. The pump support was not affected during the event. The returned mpu-22169 was functionally tested when connected to a test system controller and a test pump. The system operated for extended period of time with no adverse events or alarms noted. The mpu batteries were replaced with new batteries, the mpu software was upgraded with the new software version 1.02, a new label was added and the ac power cord was replaced with the new v-lock ac cord. A full functional test was performed and the device passed all steps. The mpu was returned to the customer site. The handbook and IFU statements are under DHR section: heartmate ii patient handbook document # 106022, rev f, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, document # 106020, rev f, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad system produced low voltage alarms while connected to the mobile power unit (mpu). Log files were submitted to the manufacturer for evaluation. No clinical symptoms were reported. A representative of the manufacturer¿s technical services reviewed the submitted and confirmed several low voltage events on (B)(6) 2017 between 22:11 and 22:20. These events occurred shortly after the patient switched from battery to mpu support and was likely caused by an issue with the mpu, potentially with mismatching the black and white power cables. The lvad motor function was not affected by these events.